Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unk), the device inappropriately shut down. Complainant indicated that the clinician turned the device off/on and the device powered on successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.